Event description:
Procedure: roux-en-y. According to the reporter: laparoscopic roux en y. At the start of the case the adapter would not recognize the reload so the surgical tech disassembled the device, toggled the black unload button 15 times and reconnected the device. At this time the idrive recognized the reload and dr (B)(6) began his bypass surgery. After multiple firings the device auto articulated as soon as the device was put inside the patient. The doctor removed the device, removed the reload, and reconnected the reload thinking that the reload was not fully seated properly. This was not the case because after reinstalling as soon as the reload was placed through the trocar inside the patient it auto articulated again. To finish the case the surgeon used a manual handle. Manual xl handle was opened and used to finish the procedure. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No other manufacturer's reinforcement material was used.

Manufacturer narrative:
(B)(4).